Event description:
It was reported that a replacement pump malfunctioned immediately after the customer turned the pump on and prior to using it. There was no reported impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.